Event description:
During insertion of retroscope, the porcelain tip of the inner sheath broke off in pt's bladder. Several attempts made to remove it. Pt will be readmitted at later date for removal.